Event description:
Mother of patient was given a hot pack for patient use. Mother popped the hot pack and contents leaked out of bag onto her hands. Assessed by rn immediately and mom washed her hands. Charge nurse notified. Was seen in the emergency department for minor redness and burning. No further treatment necessary. There have been 3 to 4 other cases of hot packs exploding over nurses' hands. No major injuries, but minor burning has occurred.